Event description:
Body of tampon stuck inside- vagina [foreign body in reproductive tract]. While removing a tampon, the string broke leaving the body of the tampon stuck inside [complication of device removal]. String broke [device breakage]. Case narrative: consumer reported via e-mail that the string broke during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.